Event description:
The percutaneous tracheostomy tube was placed in the or and the pt transferred to the ICU. There were pt complications over the next couple days resulting in the need to remove and replace the tracheostomy tube.